Event description:
It was reported that during the implant attempt, there were unacceptable thresholds, no capture and positioning difficulties. The lead was removed due to a broken helix. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device was damaged at implant. The lead was returned with the helix stretched and the distal conductor distorted and fractured within the connector. At this time there is no way to test the helix. The full lead was returned for analysis.